Event description:
It was reported that a new freestyle libre 3+ sensor failed to pair with the ilet bionic pancreas, with the pump displaying pairing in progress until the user rescanned the sensor in the ilet mobile app, after which the warm-up period appeared; this reflects an intermittent communication failure associated with wireless components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between system components consistent with an intermittent communication failure related to electrical and magnetic subsystem elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.